Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, there was evidence of unexplained power on resets. Pump rewind, load, and prime was performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The battery compartment had no cracks, the threads were intact, and there were no signs of corrosion. The battery cap threads were intact and showed some wear. The battery cap was able to be tightened down securely without the yellow o-ring showing. The battery cap was turned one complete revolution without power loss. The pump was removed from case and disassembled. The power circuit was inspected and no defects were found. Unrelated to the complaint, the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will self reboot and go into the verify screen. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.